Event description:
The customer reported a communication error resulting in a loss of functionality, requiring a reboot of the system. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was replaced during the service call. The system was tested and found to be working as intended and put back into service.